Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had a perforation and diaphragmatic stimulation. The right ventricular (rv) lead had tripped a rv lead impedance warning due to high impedance, causing lead switch to unipolar. The lead was also unable to capture the right ventricle with unipolar pacing even at high outputs. The bipolar pacing capture was intermittent at high output. It was noted that the patient had diaphragmatic stimulation with bipolar pacing at outputs well below sub-threshold. The lead remains in use and is scheduled to revised. No further patient complications have been reported as a result of this event.